Event description:
It was reported the patient was unable to recharge their stimulator. The patient was having trouble with coupling issues. The patient was seen in the clinic. Troubleshooting was attempted. The ins could be felt in the pocket but still no coupling bars were noted. The ins was suspected to be flipped in the pocket. The ins was later confirmed to be flipped under fluoroscopy. The patient was scheduled for a procedure to correct the ins position. There were no further adverse events. The date of the surgery was not reported.

Manufacturer narrative:
.